Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display became unresponsive while the device still vibrated when the user attempted to wake the screen, indicating a screen or user-interface malfunction; blood glucose was reportedly unaffected and a replacement device was provided with return of the original unit. Symptoms included no clinical effects. Outcomes included no change in glycemic control and no medical intervention. Investigation included review of user report, confirmation of shipment and return logistics, and assessment of device function based on reported behavior and inspection of the returned device . Investigation of this device revealed a suspected display or screen backlight failure consistent with a user interface failure, while core therapy delivery was not impacted. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction isolated to the display subsystem.